Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a history of insulin shock at night. Due to sensor glucose and blood glucose readings being out of range, the customer stated she was generally testing her blood glucose 3-5 times per night calibrating several times during the day. The customer usually puts in a number around 70 to get pump to be quiet. Customer states she is gaining weight because of pump and sensor as when it alarms, she doesn't want to test bg again, so just goes and eats. She gets up in the morning with elevated bg because of eating during the night when she wasn't low. Customer states she enters morning carbs accurately, but during the day and when dining out, enters less carbs than she actually uses, because she has a history of going insulin shock at night. The customer reported using auto mode. The insulin pump will not be returned for analysis.